Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for high blood glucose 507 mg/dl. The customer was treated via manual injection. The customer was using manual mode which might have caused high blood glucose, as he was unable to control blood glucose. The troubleshooting was not performed for high blood glucose. The product will not be returned for analysis.